Event description:
It was reported that the procedure was to treat a 40% stenosed, mildly calcified lesion in the superficial femoral artery (sfa). The 10mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issue or leak noted during preparation. The bdc was advanced to the target lesion; however, the balloon ruptured during inflation with a syringe. During withdrawal of the bdc, resistance was met with the non-abbott guide wire; however, the bdc was successfully removed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the bdc was returned with the balloon separated into pieces and a piece of the innermember missing. Follow-up information received from the account stated that the device separation occurred during the procedure inside the patient, and pieces were extracted. Additionally, any missing pieces of the device remain inside the patient; however, there are no adverse patient effects sequela.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. The difficulty to remove was also confirmed as the device was frozen to the non-abbott guide wire. A balloon separation was noted, which was later confirmed by the account to have occurred during the procedure. Based on a visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.